Manufacturer narrative:
Initial.

Event description:
It was reported that the patient dropped the ilet pump, resulting in screen separation with the display still usable but subsequent difficulty using the device; the event involved a device display component and was characterized as a loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.